Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right poplitial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.